Event description:
During testing, unit delivered energy at approximately one-half of the set value. Joule setting was 200j1; several discharges produced same result. Awaiting return for evaluation.

Manufacturer narrative:
Verified: connector cn8 on slave base board partially dislodged, ECG input connector pushed into case, k2 lead/paddle relay damaged. Reseated connector cn8, replaced mounting bracket and k2 relay. Unit functions correctly. Matrx medical inc. Does not consider this document or its contents to be an admission that a matrx product is defective or that a matrx product has caused a death or serious injury. This document contains confidential or proprietary info of matrx. Neither this document nor the info therein is to be reproduced, distributed, used or disclosed, either in whole or in part, except as specifically authorized by matrx medical inc.